Event description:
Rn, rt [respiratory therapist] and caregiver (uncle) was setting up for trach change. Safety check list went over and upon checking the cuff on the trach (by uncle with rn & rt watching), it was noted that the cuff wouldn't inflate. The 2.5 cc water added but just leaked out and cuff deflated almost instantly. Trach change terminated. Charge nurse, covering provider and manger [redacted] notified. The trach was a reprocessed trach that was packaged and sent from central sterile. [Date redacted] supply chain met with patient safety s to review the meaning of "custom" trach, sop [standard operating procedure] for changing trachs, and sop for sending for reprocessed. Central sterile confirmed they are adhering to the mifu [manufacturer instructions for use] for autoclave/sterilizing. [Redacted] confirmed the concern is breaking after normal standard of care cleaning/reprocessing. (B)(4). All three reports are in relation to the same issue/concern manufacturer response for 3.5 pedi bivona flex tend custom length 50mm, 5.3 od, 3.5 pedi bivona flex tend custom length 50mm, 5.3 od (per site reporter).